Manufacturer narrative:
(B)(4). The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected in the mandibular area with 1cc x2 of juvéderm® volux¿. The next day, patient experienced dental calcification, deemed not related to the device. Over three months later, patient experienced ¿inflammation and pain in the injected areas¿. ¿dysmorphism, pain¿ were noted as outcome of the event. Patient was treated with antibiotic, augmentin + ceftriaxone + local puncture. Event is ongoing.